Event description:
Reportedly, the patient presented with recurrence of a thrombosed brachio basilic graft, the physician dilated the lesion; however, there was a still 40% residual stenosis. Under fluoroscopy, the physician placed a stent graft across the venous anastomosis so that the flaired portion was within the dilated outflow basilic vein. The stent was seated with a balloon catheter. There was no residual stenosis and flow was excellent. Subsequently over an approximate three month period following the stent graft implant; the graft required three endovascular interventions including thrombectomy and angioplasty. Three months post stent graft implant, the distal and proximal ends of the stent graft presented with 80-60% stenosis. Venous angioplasty was performed at both ends of the stent graft; there were no residual stenoses and there was good flow at the end of the procedure.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The stent graft remains implanted; therefore, not available for evaluation. The event investigation is underway.